Manufacturer narrative:
(B)(4). Performed evaluation method 3 per (B)(4) testing performed during the homechoice rite functional test and homechoice rite electrical safety analyzer test passed. During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's fill volume was 1700 ml. This information gave a total drain volume of 3020 which meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Probable cause for these iipv: insufficient drain, use error tidal uf removal set too low (0 ml). The door cover will be scrapped and the device will be sent to service area for servicing. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The patients fill volume was 1700 ml. This information gave a total drain volume of 3020 which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, use error tidal uf removal set too low (0 ml). He nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.